Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that product analysis was unable to confirm the reported allegations of mechanical issues. DHR review: a DHR and ship history cannot be performed as the serial/lot number for this component was not available. Technical analysis: upon receipt at our post market quality assurance laboratory, this inflatable penile prosthesis (ipp) reservoir was thoroughly analyzed. Visual and microscopical analysis of the reservoir did not identify any visual damages. It was noted that the tubing was cut down to the reservoir adapter strain relief kink resistant tubing (krt) junction but it was not returned for analysis. The reservoir was functionally tested and it performed within specification. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient experienced mechanical issues with an inflatable penile prosthesis (ipp). The physician troubleshooted the device to no avail. A revision surgery was performed in which the existing reservoir was removed and replaced. No additional information was reported.